Manufacturer narrative:
The complete lead was returned. Set screw marks were noted on all terminal connectors. The helix was extended and a trace of tissue was observed in it. The helix was noted to physically met specifications. However, the helix would not retract which was most likely due to dried blood inside the helix mechanism. The lead was determined to be electrically continuous. The clinical observations were not able to be confirmed.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
The lead was returned for analysis.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture (loc) and poor sensing. A lead revision procedure was performed where it was determined that the lead had pulled back. The lead was explanted and replaced with another boston scientific rv lead. There were no additional adverse patient effects.